Event description:
It was reported that during a tka procedure, after the surgeon burred the two holes for the distal femur cut guide, an error popped up on the screen prompting "internal cabling/drill console error. Call customer support the system must shut down". They left the case, but received another warning that the navio case quit unexpectedly. They hit "review operation" and returned back to the screen they were on and then they were hit with a third error screen with errcode=4000000000000. The doctor then elected to proceed with the case manually with a delay of less than 30 minutes. There was no patient harm. No other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. The navio user's manual (500196) contains instructions for proper handpiece assembly in the "assembling the hardware" section and handpiece testing in the "performing handpiece diagnostics" section. The navio surgical technique guide (500197) provides instructions for reverting to a manual procedure at any point in the case in the "recovery procedure guidelines" section. A relationship, if any, between the subject device and the reported event could be determined. The reported problem was not confirmed visually. Functional evaluation found that the handpiece could not communicate with the system and therefore could not be tested. This is indicative of damage to the wiring in the handpiece and an electrical component failure. No containment or corrective actions are recommended at this time. The medical investigation found that this complaint from the united states reports that a navio system came up with errors several times. Based on the information provided, there was a small surgical delay. No patient injury or impact was reported and the procedure was completed with manual instrumentation. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Our reference number: (B)(4).